Manufacturer narrative:
Section d references the main component of the device system the relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) regarding a patient receiving 25 mg/ml hydromorphone at a dose of 14 mg/day via an implantable infusion pump for spinal pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient was scheduled for a catheter revision. Per the surgeon the catheter possibly sheared at the entry site in the intrathecal space. The catheter ended up being replaced on (B)(6) 2017. The patient was restarted at 1.2 mg/day of 25 mg/ml hydromorphone. Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the rep became of the case for a catheter revision on (B)(6) 2017. The physicians assistant that would be in the operating room told the rep on (B)(6) 2017 that the catheter was possibly sheared at the entry site into the intrathecal space - this was the best guess by pain provider. Since the catheter was from 2008 it was thought that the best plan of action would be to replace the catheter. The rep did not know of any patient symptoms or issues. The catheter replacement went very well and the patient has been restarted on intrathecal drug as mentioned. This event has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.